Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller states the patient was hypoglycemic with a result of 5.0 mmol/l obtained on the mobile system. The caller contacted paramedics and they arrived 30 minutes later. The patient tested 1.8 mmol/l or 3.8 mmol/l. The paramedics treated the patient with a glucose IV and spent one day in the hospital. The patient is now fine. Requested return of suspect device.